Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030005. The history files were read out and analyzed. During the history analysis it was possible to found drive test errors 9 times. No other abnormalities were found in the device and alarm history. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, the production seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of wear and tear. It was possible to find many brown liquid residues on the housing parts. Furthermore, it could be detected that the drive head had much axial play and it was possible to hear that the guide rods were loose, if the device was shacked lightly. Functional inspection: a functional test was performed. The necessary self-test didn't pass successfully. A hint "calibrate the device" was displayed. It was not possible to put the pump in operation. The device was disassembled, and the inside was investigated. It could be found a damage of the drive unit included that the drive rods were loose. The piston brake actuator and the linear potentiometer were no longer connected. The lower housing part was mechanically damaged. The defect could not be confirmed. According to the investigation results it could be identified a wrong handling by user. It could be detected many damages, which are hints for an external impact of the device, e.g. Drop. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "we have a syringe driver to return to braun for investigation. It over infused, no harm was reported to the baby. The syringe arm had been damaged prior to the infusion. We'd like b.braun to have a look at it to get your thoughts.".